Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. Customer's blood glucose level was elevated. Reportedly, the customer stated that she may have been sick and was stressed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.